Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had an equipment disabled: therapy error message and therefore opcheck could not be performed and the device could not shock. There was no reported patient involvement.

Event description:
It was reported to philips that the device had an equipment disabled: therapy error message and therefore opcheck could not be performed and the device could not shock. There was no reported patient involvement/adverse patient impact.